Event description:
At the end of the case, a colonoscopy, the scope was being cleaned and the canister either imploded or exploded. Feces, saline, and cleaning solution shot out of the canister and covered the patient, the floor, and the ceiling. The lid of the canister liner was cracked. Prior to the incident, there was approx 2200 ccs of fluid in the canister. After the incident, the liner was still inside the canister. All the snap points on the lid of the canister were fractured, and lid was cracked.

Manufacturer narrative:
Although both parties made attempts to return the unit involved in the event, due to transportation laws guarding against the sending of contaminated medical devices, no sample was provided by the customer. Therefore, an evaluation of the complaint device for deficiency of construction could not be performed. A cardinal health representative met with the customer following the event and stressed the important of noting that the crd unit is for 'single use only' and it is not designed for more than one use. Although no specific assignable causes has been established, general improvements/corrective actions include implementing a periodic preventive dimensional inspection for the crd lids and a revision to the 'directions for use' warning that the customer usage conditions where a vacuum is applied and returned on an unused product as part of the set up procedure is not recommended.